Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. Vascular access was obtain via approach from center of v side. The target lesion was in a severely tortuous left forearm shunt. A 5mmx 2cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated after the guidewire crossed the lesion area. However, the balloon ruptured upon fourth inflation at 6atm. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was moderately stenosed and non calcified. The balloon was simply pulled out from the patient's body and the patient was good post procedure.

Event description:
It was reported that the balloon ruptured. Vascular access was obtain via approach from center of v side. The target lesion was in a severely tortuous left forearm shunt. A 5mmx 2cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated after the guidewire crossed the lesion area. However, the balloon ruptured upon fourth inflation at 6atm. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was moderately stenosed and non calcified. The balloon was simply pulled out from the patient's body and the patient was good post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the centre of the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a kink on the shaft of the device at the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. Vascular access was obtain via approach from center of v side. The target lesion was in a severely tortuous left forearm shunt. A 5mmx 2cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated after the guidewire crossed the lesion area. However, the balloon ruptured upon fourth inflation at 6atm. The procedure was completed with a different device. No patient complications were reported.